Manufacturer narrative:
One of three sterile devices received was analyzed. The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. No error code 5 was noted. Device b was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly max button was not functional. No error code 5 was noted. Device c was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. No error code 5 was noted. It could not be determined why the device reportedly malfunctioned. Device d was returned in good visual condition. The device was tested and an error code 5 was displayed; the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies noted during the mfg process.

Event description:
It was reported that during a gastrectomy procedure, there was no function after two mins. Display showed instrument error. Took two other new instruments and had the same problem. Took an ace instrument to complete the case. No further info is available. There was no patient consequence.